Event description:
It was reported that the customer's insulin pump alarmed button error and they were not able to clear the alarm. The blood glucose reading was 69mg/dl, and she would be treated with juice or food. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage keypad trace. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The unit had scratched lcd window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.